Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid right coronary artery (rca). Following pre-dilatation with a non-bsc balloon catheter, a 38 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was again attempted to be advanced with the support of a non-bsc guide extension catheter but the device still failed to cross the lesion. The device was removed from the patient and the proximal stent strut was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.